Event description:
The service report shows that the ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The puritan bennett customer support engineer (cse) verified the malfunction. The cse found the strain relief on the power cord damaged.